Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received a reading of 243 and 440 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications. Customer cleaned fingers with alcohol prior to testing.

Manufacturer narrative:
A control solution test was completed and results were within the appropriate range. In the customer's first attempt to complete a control solution test, an error 2 message was received.